Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported since they were first implanted in august, the stimulation did not target the patient's pain. The patient stated they were not getting stimulation in both legs, and they had pain in their right leg and back. The patient stated they called their hcp office today, and they were told that a manufacturer representative (rep) would meet with the patient to make therapy adjustments, and they were told they could move around the stimulation to better target the right side.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.